Event description:
Pt underwent a left vein stripping due to left greater saphenous varicosity using a vein stripper. During the procedure the wire & spring stretched out making the instrument non-functional. The guidewire was removed and the tip was noted to not be intact. The tip of the vein stripper was manually expressed from the vein. The procedure was completed with a 2nd vein stripper.